Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs from the field were returned and confirmed that the pump only produced 0.1l/min of flow. A motor current spike can be seen halfway through the run time. The pump was returned, and no biomaterial was found in the cages, cannula, or around the impeller. The pump ran within specification. The root cause of the low flow was determined to not be a product malfunction as the product operated within specification within the lab. The root cause of the low flow was most likely a result of ingested biomaterial that was removed during explant as the high motor current is indicative of biomaterial interacting with the impeller. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician placed the cp, and the pump had lower than optimal pump flows. The impella was removed, and a new impella pump was successfully placed with good flows. There was no patient harm reported.